Event description:
The customer reported that the system exhibited a generator lock up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor pcb assembly was evaluated and reseated. The 5vdc power supply was evaluated and also calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.